Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a spinal canal stenosis procedure on (B)(6) 2013 and a reservoir was connected to a drain. The reservoir functioned properly upon first activation. After two or three hours, it was found that the reservoir was not suctioning properly and the patient complained of pain. The pain resolved without medical or surgical intervention within five hours. There was no adverse consequence to the patient.